Event description:
Boston scientific received information that the patient implanted with this device system endured syncope. Additionally, it was reported that the right ventricular (rv) lead displayed increased pacing impedance measurements. An rv fracture was suspected. A revision procedure was performed. When the local area sales representative arrived, no out of range impedance measurements were observed. Once the chronic device was explanted, the physician manipulated the pocket, however, no noise was elicited. The rv lead exhibited measurements within acceptable limits with the pacing system analyzer (psa). Ultimately, the chronic device was explanted and replaced. The rv lead was surgically abandoned and replaced. No adverse patient effects were reported during the procedure.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.